Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo and images were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately one year post port placement procedure, the catheter was allegedly damaged. The port system was removed and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. Although the sample was returned for evaluation, one electronic photo and two medical images were provided for review. Contrast extravasation is seen along the catheter near the clavicle signifying a leak within the port catheter. The investigation is confirmed for the reported catheter fracture and the identified fluid leak, wear and deformation issues, as two partial circumferential breaks were noted on the catheter approximately 5.2cm and 7.4cm from the distal end of the cath-lock. The surface of the first partial circumferential break near the 14.0cm depth mark on the catheter was noted to be granular in one region and round in the other region. The surface of the second partial circumferential break near the 12.0cm depth mark on the catheter was noted to be round and glossy in both regions. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately one year post port placement procedure through right internal jugular vein, the catheter was allegedly damaged. The port system was removed and the procedure was completed using another device. There was no reported patient injury.